Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and suture was used. When closing the incisional wound the needle tip broke. The patient required a xray to locate the needle. The patient was returned to the operating room to remove the needle tip.

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gkm792, mfg date: 09/01/2013, exp date: 07/31/2018; batch gl6563, mfg date: 10/01/2013, exp date: 07/31/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.